Event description:
It was reported that this right ventricular (rv) lead had fractured due to a subclavian crush. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.